Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("bladder perforation"), device dislocation ("migration of essure device location of device: migrated out of the tube"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, type 1 diabetes mellitus, dermatitis, familial hypertriglyceridemia, onychomycosis, hyperlipidemia, dermatophytosis, tinea pedis, pruritus, blister, prurigo nodularis, cervicalgia, seborrheic keratosis, uterine fibroid, hemorrhagic ovarian cyst, endometrial polyp, endometrial carcinoma, hypertension, metabolic syndrome, obstructive sleep apnea syndrome, erythematous rash, uterine bleeding, hot flashes, chronic cervicitis, lower abdominal pain and dyslipidemia. On an unknown date, the patient started prozac at an unspecified dose and frequency. On an unknown date, the patient started motrin at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("very heavy menstrual bleeding, big clots / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic reactions") with rash, scab, urticaria, rash papular and pain of skin, abdominal distension ("bloating"), skin infection ("skin infections due to rashes") with rash pustular, depression ("depression"), emotional distress ("embarrassment"), scar ("scars, scarring"), purpura ("red, welting, weeping, itchy bumps that would open and bleed"), crying ("weeping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), abdominal pain lower ("pain, abdomen around ovaries") and adnexa uteri pain ("around ovarian pain"). The patient was treated with antibiotics, surgery (had to wear a catheter, hysterectomy (full)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the bladder perforation, device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, abdominal distension, skin infection, depression, emotional distress, scar, crying, dysmenorrhoea, dyspareunia and adnexa uteri pain outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the purpura and weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, bladder perforation, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, purpura, scar, skin infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in the dates of insertion as compared to previously reported. Right cornua had 5 visible coil(s) and the left cornua had 5 visible coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: leiomyomatous uterus with myometrial fibroid . Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased, rash, rash pustular, scab, menorrhagia, dysmenorrhea, vaginal haemorrhage, dyspareunia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot number, concomitant disease, treatment medications, new events device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, depression, emotional distress, scar, purpura, crying, dysmenorrhea, dyspareunia, weight increased and abdominal pain lower added. Events scab, rash papular, urticaria and pain of skin added as symptoms for the event hypersensitivity and event rash pustular added as symptom for the event skin infection. Outcome for the events weight increased, pelvic pain and abdominal pain lower added as recovered / resolved. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("bladder perforation"), device dislocation ("migration of essure device location of device: migrated out of the tube"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general) ") in an adult female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, type 1 diabetes mellitus, dermatitis, familial hypertriglyceridemia, onychomycosis, hyperlipidemia, dermatophytosis, tinea pedis, pruritus, blister, prurigo nodularis, cervicalgia, seborrheic keratosis, uterine fibroid, hemorrhagic ovarian cyst, endometrial polyp, endometrial carcinoma, hypertension, metabolic syndrome, obstructive sleep apnea syndrome, erythematous rash, uterine bleeding, hot flashes, chronic cervicitis, lower abdominal pain, dyslipidemia and gerd. On an unknown date, the patient started prozac at an unspecified dose and frequency. On an unknown date, the patient started motrin at an unspecified dose and frequency. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("very heavy menstrual bleeding, big clots / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic reactions") with rash, scab, urticaria, rash papular and pain of skin, abdominal distension ("bloating"), skin infection ("skin infections due to rashes") with rash pustular, depression ("depression"), emotional distress ("embarrassment"), scar ("scars, scarring"), purpura ("red, welting, weeping, itchy bumps that would open and bleed"), crying ("weeping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), abdominal pain lower ("pain, abdomen around ovaries") and adnexa uteri pain ("around ovarian pain"). The patient was treated with antibiotics, surgery (had to wear a catheter, hysterectomy (full)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the bladder perforation, device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, abdominal distension, skin infection, depression, emotional distress, crying, dysmenorrhoea, dyspareunia and adnexa uteri pain outcome was unknown, the pelvic pain, scar and abdominal pain lower had resolved and the purpura and weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, bladder perforation, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, purpura, scar, skin infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in the dates of insertion as compared to previously reported. Right cornua had 5 visible coil(s) and the left cornua had 5 visible coil(s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on(B)(6) 2009: total bilateral occlusion ultrasound scan vagina - on an unknown date: leiomyomatous uterus with myometrial fibroid concerning the injuries in the case, the following ones were described in patient's medical records: weight increased, rash, rash pustular, scab, menorrhagia, dysmenorrhea, vaginal haemorrhage, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter's information was added. Historical drug, concomitant drug was added. Updated outcome of event scar. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("bladder perforation"), device dislocation ("migration of essure device location of device: migrated out of the tube"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, type 1 diabetes mellitus, dermatitis, familial hypertriglyceridemia, onychomycosis, hyperlipidemia, dermatophytosis, tinea pedis, pruritus, blister, prurigo nodularis, cervicalgia, seborrheic keratosis, uterine fibroid, hemorrhagic ovarian cyst, endometrial polyp, endometrial carcinoma, hypertension, metabolic syndrome, obstructive sleep apnea syndrome, erythematous rash, uterine bleeding, hot flashes, chronic cervicitis, lower abdominal pain and dyslipidemia. On an unknown date, the patient started prozac at an unspecified dose and frequency. On an unknown date, the patient started motrin at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("very heavy menstrual bleeding, big clots / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic reactions") with rash, scab, urticaria, rash papular and pain of skin, abdominal distension ("bloating"), skin infection ("skin infections due to rashes") with rash pustular, depression ("depression"), emotional distress ("embarrassment"), scar ("scars, scarring"), purpura ("red, welting, weeping, itchy bumps that would open and bleed"), crying ("weeping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), abdominal pain lower ("pain, abdomen around ovaries") and adnexa uteri pain ("around ovarian pain"). The patient was treated with antibiotics, surgery (had to wear a catheter, hysterectomy (full)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the bladder perforation, device dislocation, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, abdominal distension, skin infection, depression, emotional distress, scar, crying, dysmenorrhoea, dyspareunia and adnexa uteri pain outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the purpura and weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, bladder perforation, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, purpura, scar, skin infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in the dates of insertion as compared to previously reported. Right cornua had 5 visible coil(s) and the left cornua had 5 visible coil(s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: leiomyomatous uterus with myometrial fibroid. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased, rash, rash pustular, scab, menorrhagia, dysmenorrhea, vaginal haemorrhage, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), hypersensitivity ("allergic reactions") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, hypersensitivity and abdominal distension outcome was unknown. The reporter considered abdominal distension, hypersensitivity, pelvic pain and rash to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.